Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) wrist or tip completely got broken. It was unknown if instrument fell into the patient as the case was still happening. The procedure was otherwise completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed-up with the reporter and obtained the following additional information regarding this event: the isi clinical sales representative (csr) mentioned that he was not present in the procedure. However, the isi csr reached out to the hospital after the procedure was finished and came to know about the issue from the initial reporter and other hospital staff. The initial reporter informed the isi csr that the mcs instrument was broken at the wrist. There was no injury and harm to the patient. The procedure was completed robotically with a backup instrument of the same kind. It was further reported that the mcs instrument was collided with the endoscope. The instrument was inside the patient when collision took place. The csr did not know if a fragment fell inside the patient. No other additional information could be provided by the isi csr. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the monopolar curved scissors (mcs) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs instrument wrist or tip was broken. Also, despite the follow-up efforts, it is unknown to isi if a fragment fell inside the patient during da vinci assisted procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.